Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized on april 6, 2021 as they were experiencing high blood glucose level 600 mg/dl. Customer stated that insulin pump was not delivering insulin. Customer's blood glucose level was 128 mg/dl at the time of reporting. Customer was using insulin pump within 48 hours of reported event. Insulin pump was cracked at back side. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.